Event description:
Per (B)(4) adverse event report, this patient was noted as having high shock coil impedances. The physician suspected that the set screw had not been tightened sufficiently. On (B)(6)2010, the patient underwent a procedure to tighten the rv coil set screw. The procedure was successful and all records indicate that this device remains implanted. Should additional information become available, this event will be updated.